Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned with no allegations. Initial analysis revealed that this device did not meet longevity calculations. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis was performed and portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to a compromised low voltage capacitor, which resulted in a high current condition.